Manufacturer narrative:
Zoll medical corp has not received the device for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that while attempting to monitor the heart rhythm of a pt the device inappropriately shut down. Complainant indicated that there was no adverse effect to the pt due to the reported malfunction.